Event description:
Reporter alleged obtaining the results of 12 mg/dl, 16 mg/dl, 50 mg/dl and 127 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received based on the results obtained. No adverse event reported. A request was made for the return of the affected product.

Event description:
Difficulty removing tego cap from end of the central venous line for dialysis. Finally removed without harm to patient or catheter.